Event description:
Device 2 of 3. Reference MFR report #s 1627487-2013-00607 and 00609. The patient's (B)(6) therapy system includes an ipg and two percutaneous leads from different lots. It was reported the patient experienced overstimulation upon commencement of therapy. The occurrence reportedly resulted in the patient falling. In addition, it was reported the patient's stimulation diminishes after it is initiated. A diagnostic test revealed low impedance readings for all lead contacts. An x-ray was also taken for further interrogation, and lead migration was detected. Finally, the patient reports an increased recharge burden for the ipg. Reprogramming was undertaken in an effort to address the frequent charging allegation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.